Event description:
It was reported that this right ventricular (rv) lead's insulation was repaired due to suspected insulation damage. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead's insulation was repaired due to suspected insulation damage. The lead remains in use. No additional adverse patient effects were reported.